Event description:
Customer alleged that the seat has ribs underneath and a crack had started a few months back, but is now completely through the seat. No injury alleged.

Manufacturer narrative:
(B)(4) - reviewed as part of CAPA (B)(4). "Cerb did not review all no MDR query results". This complaint will be filed on as a result of the retrospective review. No RMA had been initiated for this issue. Model 9650-4, serial number/date code was unknown. The owner's manual part number 1148075 was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions, or instructions, then they should have contact invacare. The female consumer's age, height, and weight are unknown. The consumer's medical condition, stability, and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.